Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA

Event description:
The customer stated that the infusion device was delivering an inaccurate amount of insulin. The customer had a high blood glucose result of 275 mg/dl. On a different occasion, the customer's blood glucose result was in the "50's mg/dl". No adverse event reported. Return of the suspect device was requested for evaluation.